Event description:
(B)(4). Severe bleeding with clots, swelling of belly, hair loss, severe pain in abdomen, loss of libido, extended menstrual cycles, abnormal bleeding, fatigue.

Event description:
(B)(4). Recent hysterectomy.

Event description:
#Medwatcher #followup 1 #FDA mw5061703 #(B)(4). Essure implant ref number is (B)(4). Painful intercourse/with bleeding, severe sweating, joint pain.